Event description:
The patient contacted animas alleging the pump's time would not change. The patient reported that the pump's time stays on 5:40am all the time. At the time of troubleshooting, the patient claimed she was unable to correct the time on the pump. The patient reported going on backup plan due to incorrect time on pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a time test was performed and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation.